Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of over 400 mg/dl and a moderate ketone level. Reportedly, the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm bg reading was 44 mg/dl, and the meter bg reading was a value displayed as "high." Bg was addressed via a manual insulin injection. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.